Event description:
A consumer (patient's husband reported that, two days following intraocular lens implant procedure, the patient was not able to see out of the eye. She got antibiotic injections into her eye. The patient developed staph infection and went to remove and replace fluid in her eye and tried to get debris removed. Additional information was requested.

Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).